Event description:
Implanted in 2002, five months-op, x-rays revealed a broken cable. Revision surgery in 2002 to remove the device.

Event description:
Implanted in 2002. Five months post-op, x-rays revealed a broken cable and set screws had backed out. Revision surgery 5 months later to remove the device.